Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the first firing, used the manual stapling handle and reload. The surgeon clamped the tissue of the bronchus and tried to squeeze the handle before firing. Checked the handle and it was not in firing mode, pushed the green button, and then started firing the device. However, the firing was stopped on the halfway and a crack sound was heard. The tissue was hard and calcified. Stopped using the device and the procedure was completed with another device. There was no patient harm. No reinforcement material was used.